Event description:
The customer alleged they received a questionable vitamin b12 result for one patient on their e602 analyzer. The patient's initial vitamin b12 result was 22.14 pmol/l. The customer stated it was reported outside the laboratory as <23 pmol/l. The customer stated the initial result did not match the patient's sickness history and the physician questioned the result. The repeat result was 396 pmol/l. The patient was not adversely affected by this event. The vitamin b12 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration data were within expected ranges. It was noted the customer was not using the recommended rack adaptors. It was noted the customer was using a secondary tube that is not recommended for use on the analyzer by the operator's manual. A general instrument or reagent issue could be excluded.